Manufacturer narrative:
The titan touch pump, cylinders 1 & 2, reservoir, and detached inlet tube with connector were returned. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A separation within abrasion was noted on the shorter exhaust tube of the pump. Abrasion was also noted on all tubes of the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 1 and on the strain relief of cylinder 2. These were not sites of leakage. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Partial separations within abrasion were noted on the detached inlet tube. This was not a site of leakage. No functional abnormalities were noted with the detached tubing or connector. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the patient experienced a fluid leak which resulted in device explantation.